Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of change sensor alarm from the sensor. The customer's blood glucose reading was 167 mg/dl. The customer stated that the last two sensors had bad readings. The customer stated that the pump went into threshold suspend at 60. The bad sensor alert occurred after a second consecutive cal error. The customer was advised to change out the sensor.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and perform continuity resistance test; sensor passed per specifications and perform bicarbonate buffer test. The sensor passed with accurate readings.